Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported angina and re-stenosis are listed in the xience v instructions for use as known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported via a trial that on (B)(6) 2009 that the patient underwent stenting in the first diagonal artery with one 2.25 x 18 xience v stent. On (B)(6) 2010, the patient experienced chest pain and was found to have a lesion in the mid left anterior descending (lad) artery and a new lesion proximal to the study stent in the diagonal. The patient underwent percutaneous coronary revascularization on (B)(6) 2010. The patient's condition resolved on (B)(6) 2010. This event was adjudicated by the clinical events committee as a target lesion revascularization for in-stent restenosis in the first diagonal and a non-target lesion in the mid lad. There was no additional information provided.